Event description:
Wound infection. In 2002, this patient with a diagnosis of colon cancer, underwent laparoscopic removal of the large intestine. One sheet of seprafilm was placed under the midline wound. The next month, wound infection was noted subcutaneously and on the peritoneum at the site where seprafilm was evidently applied. A lab culture confirmed enterococcus avium. Twenty days later, the patient recovered with sequelae. Patient is currently an outpatient receiving gauze replacement treatments. Additional information is anticipated.